Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an upper gastrointestinal endoscopy procedure performed on (B) (6) 2009 (B) (6). According to the complainant, during the preparation for the procedure, an object like dust was noticed on the tip of the device when the black cap was removed. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an upper gastrointestinal endoscopy procedure performed on (B)(6), 2009 (male patient age unknown; however over (B)(6), weight is unknown).according to the complainant, during the preparation for the procedure, an object like dust was noticed on the tip of the device when the black cap was removed. The procedure was completed with another radial jaw 3 single-use biopsy forceps device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found a small dark spot on the tip of the forceps. However no other abnormalities were noted, and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was consistent with the complaint, however based on post-casting procedures the device is within specifications. The most probable root cause is user preference as the returned device was within manufacturing specifications.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.(B)(4)

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).